Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 16-48mmx2.75-3mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified coronary artery. The lesion contained a bend between >45 and <90 degrees. A 2.75 x 38mm synergy stent was advanced to treat the lesion. However, the device was difficult to insert into the lesion and when the device was removed, it was noticed that the distal part of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.